Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #323.034 / lot #8959288, manufacturing location: (B)(4), manufacturing date: 19.may.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: the reported device was used in the surgery for the ankle fracture on (B)(6) 2017. The lcp (locking compression plate) distal ulnar plate was planned to be used during the procedure due to the small medial malleolus of the patient. When the surgeon tried to attach the drill guide to the shaft of the plate in question, it was found that the drill guide could not be fixed with the shaft of the plate. Moreover, it was also found that the drill guide could not be fixed with all the 4 locking holes on the plate shaft. The surgery was completed by using the lcp distal radius plate (straight). During the investigation was found that the concomitant material 2x (323.034 / 8959288) drill guide as part in complaint added. The surgery was extended for 15 minutes. No adverse consequence to the patient was reported. Material received on 30.oct 2017, the concomitant device part and lot number was added to the complaint. An additional concomitant part 323.034, lsp distal radius plate was added to the complaint recorded. The complaint involved 3 parts concomitant device: 1x unk drill guide, 1x unk lcp distal radius plate straight, 1x 323.200 / 8117659 universal drill guide 2.0. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: affected part: part description: lcp drill sleeve 2 w/scal f/drill bit ø1.5 part number: 323.034, lot number: 8959288, lot size: 24, p/o: 9092671, lot release date: 19.05.2014. Reported issue: the reported device was used in the surgery for the ankle fracture on (B)(6) 2017. The lcp (locking compression plate) distal ulnar plate was planned to be used during the procedure due to the small medial malleolus of the patient. When the surgeon tried to attach the drill guide to the shaft of the plate in question, it was found that the drill guide could not be fixed with the shaft of the plate. Moreover, it was also found that the drill guide could not be fixed with all the 4 locking holes on the plate shaft. The surgery was completed by using the lcp distal radius plate (straight). The surgery was extended for 15 minutes. No adverse consequence to the patient was reported. Concomitant device:1x unk drill guide 1x unk lcp distal radius plate straight this complaint involves 1 part update from 02. Nov.2017: material received on 30.oct 2017, in the concomitant device is the part and lot number in complaint added. An additional concomitant part 323.034 lsp distal radius plate is in complaint recorded. Concomitant device: 2x 323.034 / 8959288 drill guide 1x 323.200 / 8117659 universal drill guide 2.0. Update from 03. Nov.2017: during the investigation was found that the concomitant material 2x (323.034 / 8959288) drill guide as part in complaint added. The complaint involved 3 parts device history record: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. Conclusion: during the manufacturing investigation the conical lcp 2.0 thread of lcp drill sleeve 2 w/scal f/drill bit ø1.5, art. No. 323.034, was checked with functional gage 60018217. The measured thread zero point of the lcp drill sleeve 323.034 has an actual value and is within specification as defined onproduct drawing. Therefore the thread of lcp drill sleeve 323.034 will fit into the implant plate holes. There were no references to the reported issue. No production failure has been found. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.